Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the adhesive from the infusion sets were not sticking to customer's skin. Head sets have been used from three different boxes with the same lot number. No adverse event was reported. The infusion set was requested to be returned for product evaluation.